Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump calculated the wrong amount of insulin to be delivered. During troubleshooting with tandem technical support, it was determined that the pump time settings were inaccurate. The pump time was set to pm instead of am. Customer stated they did not set their time up correctly when setting up the pump. Customer's blood glucose level was not impacted.